Event description:
It was reported to philips that the device's image processing computer was not communicating with the system, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The initial report was sent in error. This complaint has been re-evaluated. Based on the information provided; there is no allegation of death or serious injury. The issue reported was the device¿s image processing computer was not communicating with the system. The device was not in clinical use at the time of the event. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. This issue would not be likely to cause or contribute to a death or serious injury if this were to recur. Based on the available information, this issue has been determined not to be a reportable event.